Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during prior to use, the endotracheal tube was inserted, and although the intubation check could be confirmed without issue on the monitoring screen, no waveform appeared. When tested with a simulator, the system responded. Reconnecting the interface and restarting the unit did not change the situation. The device was also checked with a simulator after the operation, and no abnormalities were found. An additional dose of bridion 1v was administered and the larynx was manipulated from the surgical field; however, no response was observed. The surgery was completed as planned using the twitch method.there was no known patient impact.